Event description:
Treatment of an avm with onyx. It was reported that after approximately 10 minutes of onyx injection, the injection was stopped for two minutes due to onyx reflux. During re-injection, onyx was not seen on the new road map. The physician moved the table to see more proximal view and noted onyx exited out the catheter into the carotid artery. Several attempts were made to retrieve the onyx cast without success and reported part of the onyx migrated into the right mca. The patient was reported as injured with left hemiplegia. On follow-up, it was reported the patient expired. Same event as MDR# 2029214-2009-00330.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.